Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. It was reported that the site pushed the orientation button on the keyboard. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that images were transferring to the navigation system with the superior and inferior flipped. Site confirmed that patient and imaging system were positioned properly. Site changed orientation on the navigation system to temporarily resolve the issue. Site reported that issue occurred again during the confirmation spin. Procedure was completed despite the reported issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.